Event description:
It was reported the ventricular lead was exhibiting increasingly high impedances and a loss of capture. The physician suspected a fracture and a new rv lead was placed. When the previous ventricular lead was tested using the analyzer, the impedance readings were within normal limits. As a device header problem could not be ruled out, the device was also replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A voluntary medwatch form 3500 was received; (B) (4). Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported the ventricular lead was exhibiting increased/high impedances (greater than 9999 ohms) and a loss of capture. The physician suspected a fracture, and a new rv (right ventricular) lead was placed. When the previous ventricular lead was tested using the analyzer, the impedance readings were within normal limits. A device header problem was suspected, so the device was also replaced. No patient complications were reported as a result of this event.